Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 216-217 mg/dl. Reportedly, the cause of the issue was due to an occlusion alarm. The customer resolved the issue prior to the report with tandem technical support, therefore, troubleshooting could not be performed and the cause for the occlusion could not be determined.